Event description:
Rptr first underwent augmentation in 8/69 with gel-filled implants. She had a revision surgery but they were firm, asymmetrical, and hurt a lot. On 1/13/78, rptr had another revision using one type prosthesis with a gel component of 260 cc, and inflatable portion of 40 cc ns and 10 mg of solu-medrol for a total volume of 300 cc each. On 10/15/79, rptr had another revision to get a broader base of the implants using these implants with a special underfill of 270 cc (prosthesis designed to hold 360 cc). The outer lumen was filled with 20 mg solu-medrol and 40 cc ns bringing total volume to 310 cc each. Rptr has had stabbing pains in her left breast for many years and swollen glands under her arms for years. She has suffered from fatigue and depression for the last nine years. She can't afford to be checked. Her left breast is very hard and now, with all the things happening to women with implants, she constantly worries if these things are happening to her. There are no doctors in her area to help her with all the different symptoms. (*)